Event description:
A user facility registered nurse (rn) reported that the fresenius 2008t machine alarmed with an arterial pressure alarm every 30-60 seconds which caused the readings to be stuck at either 0 or something completely different when attempting to dialyze a pediatric patient. The nurse noted that the bloodlines (a non-fresenius product) used were too big for an underweight pediatric patient. The nurse stated that air has got into the lines and the arterial pressure read high but there was no alarm. The nurse also reported that blood creeped up into the extension set and that is when the machine alarmed but there was not an accurate reading. The patient had to end treatment early and the rn was not able to rinse the patient¿s blood back to them. The rn contacted fresenius inquiring about bloodline alternatives or machine settings to use for a pediatric patient. The request for additional information regarding this issue was declined. There is no indication that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.